Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right atrial lead dislodged during an atrial fibrillation episode during the initial implant. The lead was removed and not replaced as a single chamber device was implanted. No patient complications were reported as a result of this event.